Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no co2 pressure and the tunnel remained collapsed on the vein. Since the pressure was set in range (approx 10mmhg) during the dissection, the harvester concluded that there was a problem with the short port btt seal for the harvesting cannula. The co2 tubing was changed and the incision site (longitudinal incision approx 1.5") was secured; however, these measures did not change the pressure. A replacement device was used to complete the procedure. The harvesting tool was inserted into the cannula and placed into the leg via the short port btt. The co2 pressure increased to the set value (10mmhg) and remained in range for the duration of the case. The great saphenous vein, from the upper leg was successfully harvested. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).